Event description:
Pt was injured in an automobile accident on an unk date and plate, possibly a condylar plate, was implanted. Ten days post operative, the pt began having pain and swelling in his leg. Subsequent x-ray showed the plate was broken. Plate was removed.

Manufacturer narrative:
No investigation can be performed, no conclusion can be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.